Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging he was missing test strips from his onetouch verio iq kit. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reportedly discovered the alleged issue on (B)(6) 2012 (at 12pm). According to the csr's documentation, the patient manages his diabetes with lantus insulin (no adjustments) and did not take any action in response to the reported meter issue. An hour after discovering the reported issue, the patient reportedly obtained a reading of "148mg/dl" with a secondary device and administered an unclear amount of lantus insulin. The patient denied developing any symptoms as a result of the alleged issue. During troubleshooting, the csr verified that the closure seal on the packaging was intact prior to opening and confirmed that the product was missing from the kit. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.